Event description:
Duckbill is fused shut. Will not open unless high pressure is applied.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4)to ventlab, llc. This report consists of 48 MDR's. The affected device was returned for investigation and malfunction was confirmed. The valve was opened after the pop-off valve was sealed and considerable pressure was applied to the bag. Looking back, the investigation results were inconclusive. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.